Event description:
It was reported that the patient faced infusion set kinked cannula event (B)(6) 2026. The blood glucose level was high and the patient was treated with correction bolus via pump. The insertion site was abdomen.